Event description:
The plaintiff's attorney alleged that the decedent experienced shortness of breath and was hospitalized on or about (B)(6) 2006, experienced a cardiovascular event on or about (B)(6) 2006 and expired on or about (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving three separate products; associated mdrs # 1225714-2014-00119, 1225714-2014-00120, 1225714-2014-00121, 1225714-2014-00122, 1225714-2014-00123, 1225714-2014-00124, and 2937457-2013-00037, 2937457-2013-00038, and 2937457-2013-00039.